Event description:
Additional information received reported there was no adverse event. It was reported radiology misread the x-ray and corrected it with an addendum.

Event description:
It was reported the patient had a spinal cord stimulator put in three weeks ago and in the surgeon¿s notes ¿it said that the catheter for my pump has come loose and is not where it¿s supposed to be and is dislodged¿. The implanting health care provider (hcp) sent the information to the patient¿s managing hcp who then told her that ¿everything is fine¿. The patient believed her hcp was mad that another hcp discovered the catheter problem before he did. It was reported that the managing physician wrote the patient ¿is psycho¿ and the patient had to have a psych evaluation. The hcp also noted that the patient was ¿doing stupid and inappropriate things¿. The pump was infusing bupivacaine, prialt, and morphine. It was later reported the health care provider (hcp) who implanted her spinal cord stimulation device ¿couldn¿t find¿ the catheter during the implant process. Also, the patient had since been dismissed by her hcp. Before the patient was discharged the pump was refilled with medication. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n292475, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported that the catheter was not loose and had not migrated. The physician that performed the stimulator implant had reportedly spoken in error and had contacted the patient about it.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the patient¿s previous hcp ¿sliced¿ the catheter during a pump revision [see manufacturer report # 3004209178-2013-12323 for information regarding the pump revision] and did not hook the catheter up to the patient¿s ¿spinal cord fluid sack¿ and the medication was running into the patient¿s body from october 2011 until (B)(6) 2014. The patient¿s hcp discovered what was wrong and fixed it.